Manufacturer narrative:
.

Manufacturer narrative:
The product is not available for evaluation. Concomitant devices included an additional unknown stent. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure when the smart control stent was released, it "jumped" forward and was placed approximately 1cm distal to the intended target. The target lesion was located in the left common iliac artery. The lesion was described as 90% stenosed with moderate calcification. The reference vessel was tortuous. The approach was made ipsilaterally. When the smart control stent was released, it "jumped" forward and was placed 1cm distal to the intended target position. An additional unknown stent was placed proximal to the implanted stent to cover the entire lesion. The procedure was successfully completed without patient injury. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no difficulty or resistance during deployment. The stent was not pre-maturely deployed. The tantalum markers were observed to open. Additional stent information was unknown. The additional stent expanded fully with good wall apposition.

Manufacturer narrative:
During the procedure when the smart control stent was released, it "jumped" forward and was placed approximately 1cm distal to the intended target. An additional unknown stent was placed proximal to the implanted stent to cover the entire lesion. The target lesion was a moderately calcified and tortuous left common iliac artery with a 90% stenosis. The approach was made ipsilaterally. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no difficulty or resistance during deployment, the stent was not prematurely deployed and the tantalum markers were observed to open. The procedure was successfully completed without patient injury. A review of the manufacturing documentation associated with this lot was performed and the results revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No corrective or preventive action will be taken. The information provided indicated the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.